Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A diabetes therapy consultant reported via email of hospitalized high blood glucose readings. The customer's blood glucose reading was 600 mg/dl. The customer went to the emergency room for the high readings. The customer stated that the site became unattached. The customer declined help from 24 hour helpline.